Manufacturer narrative:
A ge representative evaluated the system and adjusted the mainframe 5 volt power supply, and found loose connectors on the input transformer. Ge representative tightened all connectors on the transformer, and reseated power supply and backplane connectors. System operates as intended.

Event description:
The customer reported that during a case the system displayed black images, displayed a communication error and shut down during a case. No patient injury was reported.